Manufacturer narrative:
Continued: e.1. State: (B)(6), zip code: (B)(6), phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported "rupture" via MRI. Later healthcare professional reported "silicone free". This is for the right side. Device remains implanted.